Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2014, in the afternoon. The patient detailed that she manages her diabetes with metformin pills, glipizide pills and lantus insulin, and that she consumed less food/drink on (B)(6) 2014, in response to the product issue. The patient reported that she developed symptoms of ¿nausea, sweating and shaking¿ one to two hours after the meter would not power on, however denied receiving any treatment. At the time of troubleshooting, the cca noted that the batteries did not need to be replaced, that the correct test strips had been used and that the meter would not turn on when pressing the power button. The issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter issue occurred.